Event description:
Reporter noted fluid leaking to the floor under the instrument. Stated that about six weeks ago a nurse had slipped on the wet floor and hit her head on the machine. The laceration required sutures. Could not be certain that the fluid was from the machine, but felt the probability was high. The nurse is currently doing fine.